Event description:
It was reported that the pump was missing a battery stabilizer and exhibited a corroded battery compartment. During physical inspection, it was found that the upstream occlusion seal was buckled, and the downstream occlusion seal was delaminated. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a buckled upstream occlusion seal and a delaminated downstream occlusion seal. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was due to cracks in the battery compartment that had rusted. As a result, the upstream/downstream occlusion seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.